Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Analysis of the pump revealed no anomalies. Analysis of the catheter revealed no significant anomalies. The manufacturer received the suture-less connector along with two catheter segments.

Event description:
The device was explanted and not replaced due to infection. Drug delivered via the device was baclofen 2000mcg/ml at a daily dose of 220.2mcg.